Event description:
The facility reports the door strut failed, causing the door to fall closed on the resident's thumb. The patient suffered a broken thumb.

Event description:
The facility reports the door strut failed, causing the door to fall shut on the resident's thumb. The pt sufferred a broken thumb.